Event description:
The customer stated that her blood glucose readings had been higher than usual. She tested using a contour meter and a one touch meter. The contour read 225 mg/dl, while the one touch read 115 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation, and replacement test strips will be sent.